Event description:
The school nurse contacted lfs on (B)(6), 2010 alleging inaccurate high readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient's mother on (B)(6), 2010 and obtained the following information: the mother mentioned that her daughter was just recently diagnosed with type 1. She would not specify what kind of readings her daughter had been obtaining prior to the event; however, she mentioned that on (B)(6), 2010, her daughter had obtained a "normal result" in the morning and took insulin based on the meter result, ate breakfast and went off to school. She did not exhibit any symptoms that morning. After lunch, the patient started to develop symptoms of feeling shaky, hot, sick and sweaty. She went to the school office and the nurse tested her blood glucose using the patient's meter and obtained a result of 500 mg/dl around 1:00pm. The nurse did not treat the patient; however, contacted the patient's father, who picked up his daughter from school and took her to the ER at around 1:30pm. In the ER her blood glucose was 161 mg/dl and the patient was treated with IV fluids. The patient was discharged in the afternoon. Diagnosis was unknown. When the patient and father tried to retrieve the meter memory result in the ER, they could not find the result of 500 mg/dl. As the mother recalls the meter was set to the correct date and time. The test strips the patient had been using correct and not expired. A quality control test was not done, since the patient did not have any control solution. The complaint is being reported since the reporter alleged that the patient had taken insulin based on her meter result and later developed symptoms suggestive of hypoglycemia; however, her symptoms did not correlate with the elevated result of 500 mg/dl on her lfs meter. Patient had to be taken to the ER and was treated with IV fluids for a hospital result of 161 mg/dl.

Manufacturer narrative:
The 510 (k) # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.